Event description:
It was reported in a news article, "man claims doctor performed unnecessary elective prostate surgery". A wood river man claims a doctor "negligently failed to properly advise him of the risks of his elective procedure and warn of potential complications, performed the surgery unnecessarily and failed to discover and treat the damage caused by the negligently performed procedure". The man also claimed he "suffered permanent and severe injuries to his body and was hindered from attending to his normal activities". Reportedly, a doctor performed a photoselective vaporization of his prostate on (B)(6) 2008.